Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was observing a warning power on reset (por) with a ¿call your doctor¿ symbol on the programmer while in the clinic for an MRI at the time of the call. The caller stated the patient had a previous MRI scheduled on (B)(6) 2018 and observed the same por message, and waited 4 hours for a representative to come clear the por. It was reviewed that a warning por needed to be cleared with a clinician programmer by a representative or healthcare provider. It was noted that there was no mention of mris already happening prior to the report of a por. On a second call, it was reported the patient was seeing her patient programmer kept showing ¿call the doctor¿. It was noted the patient was transferred to patient services. No patient symptoms were reported. There were no further complications that have been reported as a result of this event.